Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/12/2018. Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor smooth round high profile 420 cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered two rents, both measuring approximately 0.1 cm, and located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The device history record ( DHR) of lot number 7497439 reviewed on 4/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 4/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the field experience report on 4/19/2018. The final fill volume of the impacted product was 500ccs. When the device was removed, bilateral prosthesis replacement with mentor smooth round high profile 420cc saline prostheses was also performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 420 cc saline prosthesis, catalog #3503420, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round high profile 420 cc saline prosthesis. Deflation was suspected on (B)(6) 2018 when the patient noted the left breast appeared smaller than the right. As a result, an explant is scheduled for (B)(6) 2018.